Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left pulmonary artery using an indigo system flash aspiration catheter (flash catheter) and non-penumbra sheaths (18 and 22 fr). During the procedure, the physician completed eight passes in the target location using the flash catheter. Next, while advancing and retracting during the next pass, the physician was torquing the flash catheter with force and fractured the distal end of the flash catheter. Therefore, the physician removed the proximal end of the flash catheter and exchanged out the 18fr sheath to a 22fr sheath. The physician then used a tri-loop snare device to remove the distal fractured segment of the flash catheter. The physician was satisfied with the thrombectomy results, so he decided to end the procedure. There was no report of an adverse effect to the patient.